Event description:
The event has been noted as not related to the device, therapy, or procedure. No additional information will be submitted.

Event description:
It was reported the patient had a interstitial cystitis flare. It was noted, the patient also experienced pelvic pain and bladder spasms. It was reported, the patient was prescribed pyridium for four days and valium suppositories. It was noted, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v514033, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).